Event description:
A report was received that the patient would undergo a pocket revision as the ipg was implanted too deep. During the revision, the ipg functionality could not be tested since the device was in hibernation. The physician elected to replace the patient's ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.